Manufacturer narrative:
Omit:a140504 - inaccurate delivery (2339),b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. Additional information: device eval by manufacturer? Reason code for no evaluation. If other specify,imdrf a,g,b,c,d codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd .

Event description:
It was reported that the syringe pump did not deliver the programmed volume of 0.16 ml/hr versed infusion. At 0200, the amount infused was 0.16 ml/hr. At 0300, the amount infused was 0.14 ml/hr. The patient was discharged home. There was patient involvement and although requested, the information on patient impact was not provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the syringe pump did not deliver the programmed volume of 0.16 ml/hr versed infusion. At 0200, the amount infused was 0.16 ml/hr. At 0300, the amount infused was 0.14 ml/hr. The patient was discharged home. There was patient involvement and although requested, the information on patient impact was not provided.